Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi71000117, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system that was used outside of procedure. It was reported that the pins in the ethernet port are bent and not providing a connection to communicate with the stealth system. No patient present. On 2020-jan-21 (B)(6) (rep): no new information.